Manufacturer narrative:
H10 h3,h6: the affected complaint device, used in treatment, was not returned for evaluation. Therefore, a product analysis could not be performed. The probable root causes for the suture misses were due to bad suture placement. Target related suture miss can be prevented by using the upper jaw mark and ensuring lower jaw tooth is under meniscus. Target related suture miss is technique related and can be prevented with careful targeting. The target area on the upper jaw approximates where the needle penetrates the meniscus. The risk management documentation was reviewed and found to contain this failure mode within the risk file, no updates are required. The instruction for use (IFU) outlines precautionary statements and instructions in regard to the use of the device to avoid damage or non-functionality. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. There is no information that would suggest the device failed to meet specifications. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during an acl procedure, two attempted passes failed for the novostitch to pass the stitches. To repair the remainder of the middle to anterior horn horizontal cleavage tear. The smith and nephew outside-in kit was used passing the 2-0 pds sutures in a hay bale fashion which is a change in surgical technique. No delay and no patient complications were reported.